Manufacturer narrative:
Continuation of medical devices: addr03 ipg implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the chronic right atrial (ra) lead an inquiry was received that indicated the lead was oversensing. Review of transmission data revealed ra lead oversensing suspected due to lead is biopolar but programmed as unipolar. The ra lead remains in use. No patient complications have been reported as a result of this event.